Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose ranged from 40-300 mg/dl. Customer consumed carbohydrates to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.